Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 05may2026, received the supplier bd which finished downloading at 20:40 approximately which was not carried out the detailed review of the material, could validate and the product code 006225p, lot gfkn0913 a piece brings broken back label and photo sample provided.